Event description:
The customer reported that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the error alarm. Blood glucose level was 269 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit was received with motor error alarm basic during occlusion test due to faulty back pressure sensor (gold). Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.